Event description:
It was reported that the multigen radiofrequency generator was not turning on properly during the beginning of a case which resulted in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The touch screen was found to be have moisture infiltration and was inoperative. The device was repaired and returned to the customer.

Event description:
It was reported that the multigen radiofrequency generator was not turning on properly during the beginning of a case which resulted in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.